Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was an attempted implant due lead/header insertion issues with the right atrial (ra) lead. The same ra lead successfully connected with a new ICD and the procedure was completed. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was an attempted implant due lead/header insertion issues with the right atrial (ra) lead. The same ra lead successfully connected with a new ICD and the procedure was completed. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. A series of electrical tests was also performed, and normal device function was observed. A test lead was inserted into the ra lead barrel and no resistance was noted while inserting the lead. The set screw was tightened and held the lead in place and the lead came out easily when the set screw was loosened. Under-insertion of the lead terminal pin into the device header is suspected to be the cause of the reported lead/header insertion issues, but this could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.